Event description:
Nurse was attempting to remove hemovac and met resistance. Md notified. Physician assistant arrived to bedside and while attempting to remove hemovac, it broke off beneath the skin surface. The following day, the paient was taken to the or for removal of retained drain under monitored anesthesia care without complication. Pt tolerated procedure well and was discharged the following day.======================manufacturer response for wound drain, cws 400 closed wound suction kit (per site reporter).======================message left with customer service. Awaiting response.